Event description:
It was reported to philips that the device failed its operational check for power failure.

Event description:
It was reported to philips that the device failed operational check. There was no patient involvement.